Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise seen on the far-field channel during isometric testing. Noise is also observed on the rv channel during pacing and threshold assessments. Despite this, the thresholds, sensing, and impedance measurements all remain stable and within normal ranges. Lead currently remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.